Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No pt injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
Following a diagnostic coronary procedure, the physician selected a vascade 6/7f device for closure. The device was inserted into 6fr sheath. The disc was expanded, and the sheath was removed from the wire. Temporary hemostasis was achieved. The doctor then delivered the key, re-gripped the white lock and retracted the black sleeve. It was at this point that the doctor and the cardiva rep realized that the black sleeve had separated into two pieces. The disk was collapsed, the device was removed and manual pressure applied. The outer sleeve remained on the device. No injury to pt.